Event description:
The pt was admitted with a moderately calcified lesion in the circumflex. The lesion had 99% stenosis and the vessel was moderately tortuous. A 2.5 x 28mm cypher stent was delivered to the lesion for direct stenting and the cypher was inflated up to 8 atm. The pressure of the inflation device would not increase, and the physician confirmed that the balloon of the cypher had ruptured. Therefore, the physician applied pressure immediately, up to 16 atm, to inflate the stent and then stent delivery system was removed from the pt. Post-dilation was conducted to further dilate the cypher stent. The procedure was successfully completed, and there was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.